Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 and 6 on keypad assembly. No software error noted in pump history files or noted during self test. No the motor arm cannot communicate with the main arm noted during self test. No battery alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error. The customer¿s blood glucose level was 239 mg/dl. Self-test did not pass and received hardware low level failures. The product will be returned for analysis.